Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed replace battery now without low battery alert more than once. Customer¿s blood glucose was unknown at time of incident. Customer advised to replace the insulin pump. Insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement and active current measurement. Device had a missing retainer. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. No power error noted. Device trace download analysis confirmed the device alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.